Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that the catheter stuck on the wire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure when the drill was close to the filter, the drill stuck and caught on the non-bsc filter wire. The catheter and the wire were removed together from the patient. During removal, it was found that the coating of the wire was worn away. There were no patient complications and the patient's status was stable.